Manufacturer narrative:
Device passed prime test and excessive no delivery test. No excessive no delivery alarms noted during testing. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 600mg/dl. Customer changed the set and bolused with pump. The drive support cap was normal. Customer also had got no delivery alarm. Insulin pump will be returned for analysis.